Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had an alarm on their right ventricular (rv) lead for high impedance due to the lead pin not being connected completely with the device. The physician disconnected the lead and when it was reconnected the screw was unable to fix the connection. The screw was replaced and the lead and device remain in use. No patient complications have been reported as a result of this event.